Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked.

Event description:
It was noted that during the laser nephrolithotomy and double j catheter removal procedure, the physician encountered difficulty when inserting the double j catheter, as it did not pass smoothly through the guide. The physician applied force to advance it, but once inside the cavity, the catheter did not fit correctly and was bent. Consequently, the urologist opted to remove it and replace it with another double j catheter. The procedure was successfully completed with a different device of the same type, and there were no known patient complications reported.